Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the investigation identified damage to the upstream occlusion (uso) seal, which is an issue that could result in a hazardous situation, therefore making this investigation reportable. The uso seal had excessive adhesive identified during evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The uso seal was replaced, and the device then passed all testing.

Event description:
It was reported that the device failed during update. The event happened during testing. Additionally the investigation identified an issue that could result in a hazardous situation, therefore making this investigation reportable.